Event description:
It was reported that on the 2nd planned chemo, when patient came to day care, when the staff flushed the line with saline they observed there is a leakage and they inspect to found that leakage was from PICC line as it got a small hole from unknown reason 3-4cm below stabilization butterfly. Line was removed and dressing was done. Medication was given via pivc. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One video of a 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation of the video showed the catheter being flushed with a clear liquid. A spraying leak was observed emanating from a split in the catheter at the 3 cm depth marker, about 1.5 cm proximal to the insertion site. While a split could be seen in the catheter tubing of the sample in the returned photograph, no details of the damage could be discerned, and the root cause of the damage could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that on the 2nd planned chemo, when patient came to day care, when the staff flushed the line with saline they observed there is a leakage and they inspect to found that leakage was from PICC line as it got a small hole from unknown reason. Line was removed and dressing was done. Medication was given via pivc. No other information was provided.